Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high capture threshold as well as noise episodes leading to inhibition of pacing were observed on the right ventricular (rv) lead. The rv lead was capped and replaced in order to resolve the event. The patient's condition was stable following the procedure and there were no adverse consequences.